Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the outer tube was damaged and therefore the dielectric strength was inadequate. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the video laparoscope exhibited damage in fiber bonding in the outer tube area at the distal end, damaged outer tube and therefore the dielectric strength was inadequate. There was no patient involvement.